Event description:
A healthcare professional reported that the vertical gas break through in left eye of the patient during refractive surgery. Surgeon did not lift the flap on the same day instead he converted the patient to photorefractive keratectomy.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).